Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical/medical team concluded: no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a removal of the anthology stem was performed on the patient. The size of the stem is unknown. Stem was removed due to infection.